Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the stent moved on the balloon and removal difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 4.00 x 28 synergy ii stent was advanced through a guide catheter and into the left coronary artery. It appeared that the stent had moved past the distal marker. The device was attempted to be removed; however, resistance was noted upon pulling then device back to the guide. Subsequently, the stent system and the guide were removed together. The procedure was completed with a non-bsc device. There were no patient complications and the patient's status was fine.